Event description:
On (B)(6) 2001 an aus was implanted. On (B)(6) 2009 the 5.0cm cuff component was removed and replaced with a 4.0cm cuff, due to pt complaint of incontinence. Cuff atrophy was noted. No pt complications reported.